Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's left ventricular lead exhibited a high, out-of-range impedance reading. The patient notifier was delivered. On (B)(6) 2019 the impedance was back within range and where it had been trending the last few months. The lead would be monitored.